Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 3006705815-2019-04706; manufacturer report number 1627487-2019-13409. It was reported that patient lost stimulation after an unrelated procedure. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted. No complications were reported.